Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2012-00460.

Event description:
It was reported that, "the team has received verbal communication from dr. (B)(4) that he has six potential patients with metal sensitivity from the rejuvenate modular stem and neck. The product team does not have any more information and will need to reach out to the local sales branch for more data.¿